Manufacturer narrative:
Customer stated that device will not return to the manufacturer for device evaluation. If the device becomes available, is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occured in (B)(6). The customers stated that the patient was given an injection in the left dorsal gluteal with the hypodermic needle pro and the needle became detached from the syringe. The customer tried to reattach the needle to provide medication and the needle became detached again. The needle was removed by hand. Product not available for return. No patient injury noted.